Event description:
The 1/2" venous flow probe appeared to be more than 500ml apart from the arterial flow probe. The clinician ensured that there are no shunts open and has zeroed the flow probes multiple times and it was still significantly off from the arterial probe.

Manufacturer narrative:
Sensor was out of calibration.